Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the proximal conductor and the helix mechanism, and the outer insulation was cut.

Event description:
It was reported that the leads were removed and replaced due to patient anatomy. No patient complications have been reported as a result of this event.